Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a recurring power error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The power loss, low battery and error alarms were confirmed in the long trace. The pump was also received with minor scratches on the lcd window and case.

Manufacturer narrative:
The pump trace history analysis confirmed that the pump alarmed error 25, low battery and power loss alarm due to a non sleep software anomaly.